Manufacturer narrative:
It was reported that a communication failure occurred during the surgery. Event summary, device history record review and complaint history review did not identify contributing factors. The investigation confirmed that there was not one crash, as depicted in the complaint description, but two. The first one was a crash of the software, which occurred during the 3d computation, due to an unknown root cause. The second one was due to a shared memory problem.

Event description:
It was reported that there was a single communication failure during the surgery.